Manufacturer narrative:
Block b3: exact date unknown, explant date used as the event date.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.